Manufacturer narrative:
This event is being reported, because the injury occurred in a potentially biohazardous environment. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The laboratory technician was splashed in the eye with advia centaur xp waste when she tripped over a bulk waste bottle that was taken off the system and was waiting to be dumped. Technician was not wearing eye protection.